Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted post implantation. The lens was removed and replaced with same model and diopter lens 5 months post implantation. Additional information has been requested but no new information has been received.